Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to the helix being unable to extend or retract after multiple attempts. There were no adverse patient effects.

Manufacturer narrative:
Revision to fields b5 describe event or problem, e1 initial reporter email, f10 device codes (1) and h6 device codes (1). This supplemental report has been created to capture additional information and information correction. This supplemental correction report was created to capture the additional information received which indicates that the lead would not extend or retract after multiple attempts. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed deformed or bent helix causing an unsuccessful helix mechanism test and confirming the reported clinical observations with the lead. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Revision to fields b5 describe event or problem, e1 initial reporter email, f10 device codes (1) and h6 device codes (1). This supplemental report has been created to capture additional information and information correction. This supplemental correction report was created to capture the additional information received which indicates that the lead would not extend or retract after multiple attempts. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to the helix being unable to extend or retract after multiple attempts. There were no adverse patient effects.